Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo representative. The amo representative checked the equipment and did not confirm the issue reported. The representative reviewed the error/event log and found no errors reported. The touchscreen is working properly. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the phaco procedure the whitestar signature system froze. The doctor conducted prime/tune again and continued surgery for a while. The system was frozen again when switched the phaco power. The operation started again by restarting the system. The operation was completed safely by replacing the phaco tubing pack(opo71). It was reported that the operation delayed about ten (10) minutes due to system''s issue. There was no patient injury reported.